Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000823, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The bios settings were inputted and the system passed checkout. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during setup for a case the mobile view station (mvs) would not boot up normally. The system would turn on and get stuck on the white mvs monitor splash. Eventually it enter the intel screen and ask the user to press f2 or del to enter start up mode. It then prompts them for a password. The system was rebooted with no resolve. There is no procedural information available at this time.